Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0870 inches. Device communicated properly with the guardian link 3 and the test plug. No sensor glucose not available alert noted during testing. No pump/sensor communication anomaly or calibration anomaly noted.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0870 inches. Device communicated properly with the guardian link 3 and the test plug. No sensor glucose not available alert noted during testing. No insulin pump or sensor communication anomaly or calibration anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The device was not making any sound when alarming. The device failed the audio test during the call. The customer¿s blood glucose during the incident was 180 mg/dl. The device will be returned for analysis.